Manufacturer narrative:
The initial date should be (B)(6) 2016 rather than (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 16h014 was manufactured august 5, 2016 ¿ august 9, 2016. The sample was received for evaluation. The sample was not returned in its original packaging. A visual inspection revealed that the fillport cap was missing. The reported condition was verified. The cause was not determined. A batch review for lot 16h014 was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white sterility cap was missing from a large volume infusor. There was no patient involvement. No additional information is available.